Manufacturer narrative:
The reported event of blood in the insulation and insulation damage were confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Visual inspection found outer insulation damage at the middle region and blood in the outer insulation. The cause of the reported events was due to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that blood was getting into the insulation of the lead when closing the pocket. No other issues were observed. The lead was exchanged. The patient was stable.